Event description:
The following was reported to gore: on (B)(6) 2025, a patient underwent treatment to close a 19.8 mm stop-flow balloon sized atrial septal defect using a gore® cardioform asd occluder (gca). A 33mm gca and a 44mm gca were considered, and the 44mm gca was selected because of the patient's larger build and the septal length available. The placement was a little closer to the superior vena cava, but no interruption of blood flow was confirmed. The patient tolerated the procedure. On (B)(6) 2025, the patient developed fever. Just in case, a transthoracic echocardiography (tte) was performed and revealed what appeared to be a mobile thrombus. D-dimer was 4.8. Heparin was administered. On (B)(6) 2025 the patient had a high fever. Heparin was continued. On (B)(6) 2025, warfarin and heparin administration was continued. On (B)(6) 2025, heparin was reduced. D-dimer was 2.0. On (B)(6) 2025, heparin was discontinued, while warfarin was continued. On (B)(6) 2025, the patient was discharged. On (B)(6) 2025, warfarin and aspirin were administered. On (B)(6) 2025, a tte was performed. The right atrial disc appeared to be slightly thick, possibly due to the selection of the larger device. The thrombus was completely resolved. Warfarin and aspirin will be continued for three months. The physician stated that the cause is unclear as to whether the implanted device was too large.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.